Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer sometimes uses cold insulin and does not completed the air removal step. Customer reloaded the cartridge to resolve the issue.